Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced unable to see at distance and near. Clinical reason for explant was iol shifted nasal-repositioned, patient intolerance. The iol was exchanged for advanced technology intraocular lenses (atiol) model 06 months 30 days following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating iol was replaced with same company non-toric different model different diopter lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).